Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016 rv defib coil impedance measured 104 ohms resulting in a lead impedance alert and then returned to a trend of 70-96 ohms.

Event description:
It was reported that there was lead alert due to high impedance on the right ventricular (rv) coil of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.